Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for cardiac stent surgery at the time of event and the customer restarted the system twice to complete the procedure. However, there was no harm or injury reported to philips. It was reported to philips that the device screen was blue and after restart, the device failed to expose. The customer didn¿t ask for evaluation nor repair of the product to philips. The system was repaired by third party by replacing hard disk of ippc. After replacement, reported issue didn¿t reoccurred and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.